Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo and 16 mg/dl (compact - first meter) and 100 mg/dl (compact - second meter). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).